Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) and associated outflow graft were not returned for evaluation. The reported low flow event was confirmed via log file analysis which revealed a decrease in power consumption and estimated flows starting (B)(6) 2020, followed by an increase in power consumption and estimated flows starting (B)(6) 2020; parameters returned to baseline on (B)(6) 2020. 250 low flow alarms were logged since (B)(6) 2020. The reported outflow graft kink event could not be confirmed due to insufficient evidence. Of note, it was reported that a computerized tomography (CT) scan revealed a kink and that the outflow graft was stented after which parameters returned to baseline. Furthermore, it was reported that an additional surrounding graft may have been placed by the surgeon at implant. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported low flow event can be attributed to a kink in the outflow graft; compression from a foreign graft surrounding the outflow graft may have contributed to the kink. Additional products: d4: serial or lot#: (B)(6). H3: yes. H6: FDA method code(s): 4112, 4114. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 4310. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: brand name: heartware ventricular assist system outflow graft, model #: 1125 / catalog #: 1125 / expiration date: 31-aug-2020 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no. Mfg date: 01-aug-2015, labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited low flows, suspected to be due to an outflow graft kink. A computerized tomography (CT) scan confirmed the kink, which was determined to be caused by outer compression from gortex wrapping done at the time of implant. The patient was taken to the catheterization lab, and a balloon stent was used to reopen the outflow graft. The vad parameters returned to baseline as soon as the stent was deployed. The vad and outflow graft remain in use. No further patient complications have been reported as a result of this event.